Event description:
It was reported that the customer had a box of sensors and the sensor readings were incorrect. Customer's sensor reading was 7.9 mmol/l. And their blood glucose was 1.9 mmol/l. Customer declined to troubleshoot. Customer stated that their blood glucose was 5.5 or 6 mmol/l at the time of the events. Customer stated that the first sensor did not stick and just fell out. The second sensor was giving wrong numbers.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.